Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed but not replicated. In the system logs, error 1162 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing were within specification. The complaint was confirmed but not replicated by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to intermittent faults in the acs board located on usm. The fse replaced the usm following the system error logs pointing to acs board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that an error occurred on universal surgical manipulator (usm) 1, where arm 1 mistakenly detected a cannula as installed when there was none. The customer attempted to redrape the usm without success. The tse advised the customer to install and then remove a cannula in usm 1. Upon removal, the cannula intermittently appeared connected. The tse guided the customer through a hard power cycle of the system, but the issue persisted. The customer requested a field service engineer (fse) to address the usm 1 problem promptly, as there was uncertainty regarding the system's usability with only three arms. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality checked upon powering on the system and the system initially powered on without errors. Actions taken to resolve the reported issue were power cycle, reposition arm, recover from fault. The surgeon's name was keel who was present at the console. There was no patient injury as a result of the issue. Arm 1 was not being used for the procedure when the issue occurred. The surgeon could not do this case with 3 arms. The procedure was not completed robotically with 4 arms and had to do it on the sp robot instead. Patient related information was shared along with relevant patient history, including pre-existing medical conditions as prostate cancer.